Manufacturer narrative:
Although a definitive conclusion cannot be made, based on the analysis, it appears that procedural factors related to the unsheathing process as addressed in the IFU and/or the coil becoming inadvertently anchored possibly contributed to the event. Additionally, if the lot # on the box is indeed correct review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product has been forwarded to codman for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
The contact at the facility reported that during coil embolization of a right middle cerebral artery aneurysm, the unknown orbit galaxy coil disconnected within the headway 17 microcatheter (details unknown) without attempting to detach with the detachment control box. The doctor had to remove coil and microcatheter from the patient, insert a new microcatheter and use a new coil to continue embolization. The physician removed the coil and microcatheter at the same time but when he pulled the coil out of the microcatheter, the coil was not attached to the delivery tube and was present at the tip of the microcatheter. An envoy 6 guide catheter and a traxcess 14 guidewire were also used in the procedure. An adequate continuous flush was maintained through the microcatheter at all times. There was no resistance between the guidewire and microcatheter when accessing the target site. There was no resistance at any time during advancement of the coil through the microcatheter. No other coils went through the same microcatheter without resistance. There were no kinks in the microcatheter that may have contributed to the event. The microcatheter was not repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. Coil entanglement with previously placed coils was not suspected to contribute to the event. At the time of initial contact the coil was available to be returned for analysis. There was a delay of around 20 minutes due to the issue but no related patient injury.

Manufacturer narrative:
Entire failure analysis summary: very limited information was received on the events and time frame leading up to the coils unintended detachment inside the microcatheter. The unidentified microcatheter and rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. The galaxy g2 initially reported without a lot # was returned in an original manufacturing box identified as an orbit galaxy g2, (B)(4), 4mmx7cm, lot c20992, (the coil has been identified as a 4mm x 7.0 cm coil) if this is correct then: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint, however if this is not the correct product then the reviewed DHR data does not apply as returned complaint products have sometimes been sent in the incorrect box. The core wire protrudes outside the sheath at the distal tip of the skive. There is no mechanical sheath damage resulting in an opened skive at the protrusion site. The coil was mechanically detached. The coil has compression and buckling damage. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured. The locking mechanism has compression and stretching damage. No manufacturing defects were found. The exact root cause cannot be determined based on very limited information received; however there are two possible contributing factors due to the unintended mechanical detachment of the coil. These contributing factors may have worked separately or in tandem with each capable of producing similar results. If the unintended detachment occurred during repositioning inside the target site, then the primary contributing factor have been due to the coil becoming temporarily anchored on itself, the coils already dwelling inside the aneurysm (if previously placed), or on the distal tip of the microcatheter. When the anchored coil was retracted for repositioning, it may have had an unintended mechanical detachment off the device positioning unit (dpu) inside the unidentified microcatheter. It was not stated if a one to one movement was observed under fluoroscopy. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. In addition, without the identification or the return of the unknown microcatheter and the rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. The secondary contributing factor may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which caused the core wire to protrude outside the sheath, may have caused the compression and buckling damage to the coil, and possibly contributed to the unintended mechanical coil detachment inside the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional (B)(6) to (B)(6) inches ((B)(6) to (B)(6) cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ although a definitive conclusion cannot be made, based on the analysis, it appears that procedural factors related to the unsheathing process as addressed in the IFU and/or the coil becoming inadvertently anchored possibly contributed to the event. Additionally, if the lot # on the box is indeed correct review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. Also, lot, manufacture, and expiration dates have been provided.